Manufacturer narrative:
Citation: hernandez-vaquero d et al. How to perform a late surgical explantation of a corevalve aortic bioprothesis. Ann thorac surg. 2017 jun;103(6):e565-e566. Doi: 10.1016/j.athoracsur.2017.01.058. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of a (B)(6) year-old patient who underwent implant of a medtronic corevalve (serial number not provided). Five years following, the valve was explanted and replaced with a surgical aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.